Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that while charging, the patient didn't feel stimulation. The rep reported that at time the patient didn't feel stimulation until she moved her body around and it would come back on. The rep reported that the patient wasn't getting as good of relief as she was before. It was noted that the patient wasn't complaining just noticed that it wasn't as good as before. The rep called and left a voicemail for the patient stating they would like to schedule an appointment in the clinic to evaluate the system. Additional information was received from the patient via the rep on (B)(6)2018. The rep reported that the patient complained of the device ¿shutting off¿ and not reading her positions correctly. The patient had lost (B)(6) and so her ins was loose in the pocket. The rep reported that since the ins was loose, this was why the system couldn't accurately determine position. The rep offered to turn adaptive stimulation off and the patient declined. The patient wanted to lose another (B)(6) and then would follow up with the surgeon about a pocket revision. No further complications were reported.

Event description:
Additional information received. Patient re-reported that their stimulator was shutting off suddenly. Patient indicated they have to wiggle around like a snake to get it to come back on. Patient reported they've lost 61 lbs and wants to lose more. It was reported patient has connected with reps who have looked at the ins and leads 6 months ago and unable to find anything wrong.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that an impedance test returned normal results, 800 -900s. Patient is overall very happy with things,and says she¿s getting good pain relief but she did have some concerns. She said the simulation changes in strength and shuts off by itself unexpectedly. It was unclear what appears on the patient programmer when this happens. Rep read the diary logs but could not see any indication of the battery shutting off. The battery is loose in patient¿s pocket so it may have some bearing to what¿s going on. Patient declined rep turning off sensor at this time but may do so in the future if this continues. Patient has already lost 50 pounds and wants to lose quite a bit more so doing a revision at this time doesn¿t make sense until her weight stabilizes. Rep checked the orientation of the battery and everything seemed fine but rep did re-orient to be on the safe side. Rep also readjusted sensor. Patient notices loss of stim and perceives that as stim turning off. Rep was to educate patient at future date on using sync button first - patient was using stim on right away. Sometimes the patient will notice stim off an then moves to make stim turn back on. Diary information results showed 92% usage. Recharging is good and stim coverage is good. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient's stim was quitting intermittently. Patient reported it felt like it turned off and then she would lean her head back and she would feel it strong. Patient stated she had adaptive stim settings and needed to meet with the rep for this issue. Patient stated she saw a rep at a pain clinic and told the rep about the issue.